Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia because insulin pump did not vibrated. The customer¿s blood glucose level was 92 mg/dl. Customer stated that she was using sensor but she also mentioned that she only had infusion set connected to her body. The insulin pump will not be returned for analysis.